Manufacturer narrative:
Evaluation in progress but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the disk on chip circuit board in the central control monitor was defective. No other details regarding the event were provided. The user reported there was no adverse consequence to a patient as a result of this event.